Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, with values now high, out-of-range at greater than 125 ohms. The most current value was 128 ohms. Technical services discussed the impedance appeared to be relatively stable around 95-100 ohms over the past year dating back to (B)(6) 2024. However, in (B)(6) 2025 the shock configuration was reprogrammed from triad to rv coil to can and the values have increased. The physician could consider going back to triad or performing a commanded shock to test the true system impedance. Technical services also discussed the possible reason for the gradual rise in impedance was related to patient factors, such as calcification on the shocking coil, and that the impedance measurements were likely to continue to rise. A review of the presenting electrogram (egm) showed no noise or artifact on the shock channel; the lead could continue to be monitored. The local sales representative later reported the vector had been changed because in triad the shock impedance measurements were greater then 200 ohms. It was confirmed the physician will continue monitoring the shock impedance measurements. No adverse patient effects were reported. The device and lead remain implanted and in service.